Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed driveshaft bearing damage.

Event description:
It was reported that during an extraction procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.